Manufacturer narrative:
The company service representative examined the system. The reported event could not be replicated with model eye mock test surgeries. However, the aberrometer was replaced as a preventative measure as well as for customer satisfaction. The system was then tested and met all product specifications. The processor was replaced. As the aberrometer is the primary measurement tool, with the processor's function taking in data gathered from the aberrometer to generate readings, it is unlikely that a nonconformity in the process resulted in the customer reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon expressed concerns with the system not guiding her correctly with toric power selection. She is happy with the sphere power recommendations but does not trust the toric calculations. The aberrometer was replaced and during the first case the surgeon planned for a t3 intraocular lens but the system recommended a t8 lens. The surgeon implanted the t3 and achieved nrr on pseudophakic measurements. The anticipated residual cylinder was 2.5 diopters with the t3 lens according the aphakic readings. Additional information received states the surgeon chose the sphere power the system recommended but she went with her preoperative plan for the toric power. This is her normal routine.